Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if the issue arose again, which the customer acknowledged and understood.